Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model number, serial number, date of event and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no model number, serial number or implant date was given. Visual examination may determine the connector type associated with this report. The report of the event asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the model number, serial number, the event date, implant date, diagnostic testing, pt data or further event details. See related medwatch report # 2024601-2014-00203.

Event description:
Healthcare professional reported that the lap-band had slippage and required to be explanted.